Event description:
A facility reported a certas valve was implanted due to inph (idiopathic normal pressure hydrocephalus) via l-p shunt on (B)(6) 2021, with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by (B)(4), product code: 702-jj). The symptoms did not improve, and the set pressure was changed in (B)(6), but the symptoms persisted. The patient's gait deteriorated. A shunt contrast was performed, valve obstruction was suspected, and it was removed and replaced on (B)(6) 2021.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas valve (ID 828806) was returned for evaluation. Failure analysis - the valve was visually inspected; needle holes in the needle chamber were noted. The valve was hydrated. The catheter was irrigated, no occlusions noted. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation the no occlusion issues were noted with the valve.